Event description:
Reported per clinical trial dvl-he-020: 30-jun-2016 - the subject patient underwent first time recurrent laparoscopic ventral incarcerated hernia repair at the left upper quadrant (luq). A bard/davol ventralight st mesh was implanted using sutures with 3 fixation points. Full closure was achieved with sutures and surgical glue. Concomitant procedure was performed for inserting the peritoneal dialysis catheter. The patient was discharged to home on 01-jul-2016. 06-jul-2016- the patient was diagnosed with seroma. 20-jul-2016- during a follow up visit, the seroma was noted to have not resolved on its own. 02-sep-2016- the seroma was drained and treated with medication (augmentin). This ae is clinically assessed to be possibly related to the study device and definitely related to the procedure. This has been assessed as a non-serious adverse event of moderate severity and has resolved. The reported adverse event does not meet the definition of a sae (serious adverse event).

Manufacturer narrative:
As reported, about 1 week post-implant of the ventralight st mesh, the patient was diagnosed with seroma, underwent drainage, and was prescribed medication. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma formation is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Not returned - remains implanted.